Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 420 millimeters (mm) from the terminal end and only the proximal segment was returned. Detailed analysis confirmed a fractured outer coil conductor, located approximately 275 mm from the terminal end. The outer coils deformed with bend marks in the outer insulation. The fracture characteristics are consistent with clavicle/first rib damage. Furthermore, visual inspection revealed cracked or torn polyurethane insulation at the distal end of the terminal boot approximately 53 mm from the terminal end and was consistent with environmental over stress (environmental stress cracking). Hence, concluded a cause traced to device design as fractured lead conductors are considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right atrial (ra) lead was partially explanted and portion still remains implanted due to unknown reason. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was partially explanted and portion still remains implanted due to unknown reason. No additional adverse patient effects were reported.